Event description:
Event description guidant received information that this pacemaker was electively replaced due to an advisory issued on this model device. It was noted during the replacement procedure that the ventricular lead demonstrated intermittent loss of capture. The lead exhibited good impedance measurements. There were no reported adverse patient effects.